Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Worn instruments: please replace urgently. Tagged as worn, sent back to the (B)(4) office. Consignment kit code unknown. Did not occur during surgery, was identified by sterile services patient status/ outcome / consequences: no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? N/a, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none, (B)(6). Device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not confirm the reported wear, but the instrument was found to be cracked. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.